Event description:
Customer reported fivefold implant loss - implanted more than 10 years ago > massive circular bone resorption & periimplantitis - inflammation (call)

Manufacturer narrative:
Therefore, beacause a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.